Event description:
It was reported that a patient alert triggered for the right ventricular (rv) lead high voltage bottom coil having an isolated impedance greater than 100 ohms. It was noted to have a baseline impedance in the 80's. The patient alert was reprogrammed. The rv lead will continue to be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg, implantable cardioverter defibrillator, (B)(6) 2009; 1388tc, competitor implantable pacing lead, (B)(6) 1999. (B)(4).